Event description:
A peritoneal dialysis patient's wife has reported that dialysis solution was leaking out of the cassette and into the cycler twice in one night. The home therapy program manager stated that the pt had pain in his abdomen. The pt was hospitalized on (B)(6) 2013 and diagnosed with peritonitis. It is not known at this point if the fluid intrusion events are related to the hospital admission. The cycler was replaced. Sample is available.

Manufacturer narrative:
Medical records have been received by the manufacturer. At the conclusion of the investigation, a supplemental report will be filed with the results of the clinical and plant investigations. This medwatch report is associated with MDR #s 8030665-2013-00674, 8030665-2013-00675, 2937457-2013-00351, 2937457-2013-00352.